Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. The (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Evice expiration date: unknown. Device manufacture date: unknown. Investigation summary: three open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on two samples and a broken non patient end of cannula was observed on the remaining one sample. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the unspecified bd pen needle experienced a broken cannula. The following information was provided by the initial reporter: rear cannula end is broken.